Event description:
Keypad-phm the facility reported an infusion pump with an inoperable open button on the pumphead module. It is unknown when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This colleague pump associated with the reported malfunction contains colleague 2006 user interface module master software (B) (4). No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the customer reported condition of an inoperable open button on the pump head module keypad was confirmed during product evaluation. The entire pump head module keypad was found to be inoperable. The pump head module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA# (B) (4). (B) (4)